Event description:
It was reported that during a craniotomy surgical procedure, it was observed that the attachment device "had bad bearings" when in use with the motor device. There were no delays to the surgical procedure as an identical spare motor and attachment device were available for use. Reportedly, there were no issues with the motor device, which was used successfully with other attachments. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly. .